Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64276f), fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64276f), fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64276f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three capsules failed to attach to the patient's esophagus. The first capsule fell in the patient's stomach as the doctor was removing the delivery device. The second and third capsule failed to attach the patient's esophagus as well as it was still attached to the delivery device. Another capsule was successfully placed on the fourth attempt. The deployment device was inserted with the capsule facing the tongue was inserted while the entire device including the handle was maintained in the horizontal plane. Lubrication was used to facilitate the placement of the capsule. The patient experienced sore throat. There was no patient harm.

Event description:
It was reported that three capsules failed to attach to the patient's esophagus. The first capsule detached and fell into the patient's stomach as the physician was removing the delivery device. The second and third capsules also failed to attach, remaining connected to the delivery device. A fourth capsule was successfully placed on the subsequent attempt. The deployment device was inserted with the capsule facing the tongue, and the entire device: including the handle: was maintained in the horizontal plane. Lubrication was used to facilitate capsule placement. Medtronic¿s initial evaluation of the incident device revealed excessive adhesive within the capsule. The patient later reported experiencing a sore throat.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot #: 64276f). Additional information: b5, d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the capsule failed to attach to patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.